Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
Enduser alleges that there is a part rolling around inside sam300p unit; unit may have been dropped or taken an hit when carried with enduser; unit is stored in backpack or knapsack outside of the supplied soft carry case.

Event description:
Enduser alleges that there is a part rolling around inside sam300p unit; unit may have been dropped or taken an hit when carried with enduser; unit is stored in backpack or knapsack outside of the supplied soft carry case.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 18th august 2011. Upon receipt, a distinct rattle could be heard from within the device, as reported by the customer, and the device was failing self-tests due to an rtc error. The user would have been alerted with a ¿warning, device service required¿ prompt. The rattle was caused by the coin cell, which had fully detached from the pcba. This was likely due to the external impact reported by the customer, and is further evidenced by the damage to the outer case and the bent igb transistors. This would account for the rtc errors and the lack of a status indicator, as the bt1 coin cell provides power for the rtc and led drive circuits. Information from the history log shows the device had performed to specification up to the 22nd december 2014, therefore it is assumed that the impact which detached the coin cell had occurred after this date, resulting in the reported fault. Furthermore, the -5v regulator u16 was measured and found to have failed. This had resulted in the device being unable to accurately measure patient impedances. The failure of this component may have been a direct result of the impact sustained, or due to an electrical shorting from the loose bt1 coin cell within the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.